Event description:
Per the operative report received on (B)(6) 2011: preliminary note dated (B)(6) 2010: "on thursday patient had a complicated reconstruction which was not successful; and therefore replacement of mitral valve. This showed a perivalvular leak which was attempted to close but not successful. Patient with a small perivalvular leak on ICU. In the night again a bleeding of the of the ascending aorta, which had to be closed. On friday it was seen that the perivalvular leak got bigger. Operation: re-operation and connecting to hlm difficult as patient was already operated several times. Mitral valve was over a longer distance strained. There was big perivalvular leak. Old valve was removed. Pledges removed. The strained annulus is "fixed" with 2 pericardial tissue strips. New 29mm valve was implanted successfully. No leak. Difficulties to close atrium as almost no tissue available but done successfully. Also difficulties to take patient from hlm but done successfully. Tee showed a good function of the valve with no leak. After the situation of the right atrium has been under control, suddenly a big bleeding from the rear pericardium. This is a sign of the perforated valve from the annulus with a correspondent av-dissection. This situation was not controllable anymore, especially as there not sufficient tissue available to fix the valve and close the leak. Patient unfortunately died."

Manufacturer narrative:
Additional manufacturer narrative: a patch and new valve were implanted (serial number (B)(4)). The device was discarded. Operative report was provided and translated.

Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the device was explanted after an implant duration of 2 days (0.07 months) due to unknown reasons.

Manufacturer narrative:
Method: device not returned. No further details were provided. Despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including, but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction.